Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. X-rays are provided in the journal article; however, it is not known whether these relate to the patient under this event. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: foreign - event occurred in japan. G2: nishi m, atsumi t, yoshikawa y, nakanishi r, watanabe m, ishikawa t, usui y, tatsuo t, kudo y. Mayo conservative hip stem for proximal femoral bone preservation in developmental dysplasia of the hip in young patients: a median follow-up of more than 10¿years. Hip int. 2025 jul;35(4):377-383. Doi: 10.1177/11207000251338196. Epub 2025 may 15. Pmid: 40375478. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient experienced cup loosening and underwent revision approximately 1 year post-implantation. Attempts have been made and no further information has been provided.